Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during operation, the cuff was not deflated. The customer reported there was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was returned for evaluation contained in a plastic bag along with a unit pack. Visual examination shows that the returned unit is contaminated. The returned unit was inflated/deflated three times without any restriction noted and no issued was noted. The reported defect could not be detected on the unit returned for evaluation. The most probable root cause is the end user did not fully depress the plunger contained in the inflation valve during the deflation process. All of the products undergo a four hour inflation/deflation test and it is at this stage of the process that any defects are removed from the lot. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.